Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cable was replaced during the service call.

Event description:
The customer reported that the stenoscop system had no image. No patient injury was reported.